Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the post approval 2 (pas2) clinical study. On (B)(6) 2012, the patient underwent her third bronchial thermoplasty treatment to the left lower lobe. The procedure was completed successfully. On (B)(6) 2012, the patient was diagnosed with an upper respiratory tract infection (urti) with the symptom of productive cough. The event was treated with a z-pack and was considered resolved as of (B)(6) 2012. No hospitalizations or emergency room visits have occurred as a result of this event. Baseline spirometry values: visit date: (B)(6) 2012: pre-bronchodilator: fev1: 1.97, fev1 % predicted: 68.17, fvc: 3.51, fvc % predicted: 102.93. Post-bronchodilator: fev1: 1.95, fev1 % predicted: 67.47, fvc: 3.63, fvc % predicted: 106.45. Additional information received since (B)(4) 2012. The patient was diagnosed with oral thrush with the symptom of oral candidiasis (sore throat) on (B)(6) 2012. The event was treated with diflucan and was considered resolved as of (B)(6) 2012. No hospitalizations or emergency room visits have occurred as a result of this event.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(4) clinical study. On (B)(6) 2012, the patient underwent her third bronchial thermoplasty treatment to the left lower lobe. The procedure was completed successfully. On (B)(6) 2012, the patient was diagnosed with an upper respiratory tract infection (urti) with the symptom of productive cough. The event was treated with a z-pack and was considered resolved as of (B)(6) 2012. No hospitalizations or emergency room visits have occurred as a result of this event. Baseline spirometry values: visit date: (B)(6) 2012 pre-bronchodilator: fev1: 1.97, fev1 % predicted: 68.17, fvc: 3.51, fvc % predicted: 102.93. Post-bronchodilator: fev1: 1.95, fev1 % predicted: 67.47, fvc: 3.63, fvc % predicted: 106.45.

Manufacturer narrative:
(B)(6). Boston scientific corporation. (B)(4). Study source: (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Manufacturer narrative:
Additional information received since (B)(4) 2012. (B)(4). Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma (pas2). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all specification requirements, allowing it to be released for distribution. A search of the complaint history found that no similar complaints exist for the specified batch. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The dfu list upper respiratory tract infection as a possible adverse event. Oral thrush is not specifically noted in the dfu; however, the patient population for bronchial thermoplasty often experiences oral thrush as part of the usual disease treatment (corticosteroids). Therefore, the most probable root cause classification is anticipated procedural complication.